Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation.

Event description:
Laparoscopic nissen fundoplication n- "dr. (B)(6) was using a keith needle to suture the stomach. He was using our surgery grasper to hold the needle, and saw the padding of the grasper come off. He was able to retrieve and remove the entire piece. He said he does not believe the needle was in latis pad."